Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. The customer's blood glucose was 147 mg/dl. The customer continued to use the pump for insulin therapy.